Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. System check was being performed by tandem technical support, however, the customer declined to complete the check. No additional information was provided.